Event description:
Philips received a complaint on the v60 ventilator indicating that there was continuous beeping. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the beeping was occurring when the device was not turned on. The device was not found to be powering on by itself, it was just beeping while off. No helpful diagnostic codes were found in the device logs. The battery voltage was reported to be at 16volts, and there was 24 volts direct current (dc) present in the pneumatics screen. The rse suggested that the customer troubleshoot by replacing the power management (pm) printed circuit board assembly (pcba) and the central processing unit (cpu) pbca. The part information for both parts was provided to the customer. In a good faith effort (gfe) response from the customer received on 06sep2024, the customer did not provide the requested clarification regarding the device issue/event. The customer only stated that the device was fixed. The customer did not specify if none, one, or both of the recommended pm pcba and cpu pcba parts were ordered and replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.